Event description:
It was reporting that this pacemaker undersensed atrial fibrillation due to low amplitudes. The system was reprogrammed. This pacemaker remains in service. No adverse patient effects were reported.